Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas (B)(4) and the reported events could not be determined through this investigation. Multiple attempts were made to obtain additional information regarding the reported events as well as the pump¿s return status; however, no further information was provided by the account and no product has been returned to date. If heartmate ii left ventricular assist system, serial number (B)(4), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14-mar-2012 via customer order. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from multisystem organ failure (msof).